Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced inappropriate shocks from the right ventricular (rv) lead. The lead exhibited noise and contains an apparent fracture. The lead was turned off and is scheduled for replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), indicated the right ventricular lead integrity alert, indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 2998, ventricular tachycardia non-sustained episodes and ventricular fibrillation detect episodes with inappropriate shocks due to lead noise oversensing. On (B)(6) 2015 rv pacing impedance spiked to 4047 ohms which is up from a trend of 500 ohms. The lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.